Manufacturer narrative:
Date of event: (B)(6) 2021. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 14apr2021. B4: 14apr2021. An authorized service personnel(asp) was dispatched to implement the field change order. The asp replaced the power management printed circuit board assembly (pm pcba) board to resolve the reported issue. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.